Manufacturer narrative:
Additional summary: a suture needle was submitted for fractographic evaluation. The fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no further information is available. The patient is stable after the operation. Device return status / follow up? When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that a patient underwent a partial hepatectomy on (B)(6) 2019 and suture was used. During the procedure, the needle was broken at the swage part during continuous suturing on the subcutis. Since the operation was reoperation, the abdominal wall was scarred, and fibrosis progressed so much that it was hard to pass the needle through the tissue. But the surgeon passed the needle forcibly, then the needle was bent on the way, so the surgeon fixed the needle by hand and continued to use, but it was broken. The operation time was extended within 30 minutes. The surgeon commented that it was unsure, but the fixed position of the needle may had been broken. It was hard to retrieve the broken needle since it was buried in the subcutaneous fat, but it could be retrieved in the end, and no pieces were left inside the patient. The patient was stable after the operation. There were no adverse consequences to the patient. No additional information was provided.